Event description:
Customer reported that she had unexplained low blood glucose. Customer went to the emergency room and was hospitalized three times in two weeks. Customer's blood glucose reading at the time of the emergency room visit was 20 mg/dl. Customer stated that her insulin pump did not alarm no alert her of he low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-81149.